Manufacturer narrative:
According to the customer, the "balloon rupture during a gemzar, cisplatin bladder instillation at the infusion clinic" when "30 ml" of the "50 ml" were administered. The customer reported they heard a "popping sound" during the administration and the patient reported there was a "sudden pressure that quickly resolved at the time of the noise". The customer reported there was "no leaking" after the incident occurred therefore, they left the foley inside the patient for the "1.5 hr dwell time". The customer reported after the dwell time, the catheter was removed and it was noted that the balloon was already deflated with a "small slit at the base". The customer reported another catheter was required to be inserted to complete another medication administration. The customer reported there was no serious injury related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the "balloon rupture during a gemzar, cisplatin bladder instillation at the infusion clinic" when "30 ml" of the "50 ml" were administered.